Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a failed battery test and battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery was low and it would not accept the battery. The customer stated that she received a battery out limit alarm on her pump when she put the battery back in. The customer stated that she had the battery out of the pump for more than duration allowed by the pump. The customer was advised to call back to troubleshoot.